Event description:
It was reported that an unknown issue was noted on the patient's implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. No intervention was performed, and the patient was stable.